Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (B)(4) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, during further functional testing, the stiff manual rotation of the driveshaft was noted. The clutch area was cleaned, however, the issue persisted requiring the replacement of the defective encoder gearbox likely due to the normal wear and tear. The returned autopulse platform was manufactured in february 2012 and it is more than 9 years old, well beyond the expected service life of 5 years. As part of routine service during testing, the platform was examined and found no physical damages. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the stiff manual rotation of the driveshaft was noted on the autopulse platform (B)(4). No patient involvement.